Event description:
It was reported that the stopcock disconnected from the shunt during surgery causing increased bleeding and increased clamp time. Reportedly, there were no pt injuries.

Manufacturer narrative:
Our examination of the device found that the blue stopcock was detached from the bond joint with the white silicon hub. The device stopcock was not received for evaluation.